Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 21, 2015 that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with varices procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first band was attempted to be deployed but it failed to release. The same issue happened with the second and third bands. The white band was found to be broken and wrapped underneath the blue bands. The procedure was completed with another speedband superview super 7 device. The patient's condition at the conclusion of the procedure was reported to be fine.